Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer sat down and the pump touch screen hit a plate that was near and the touch screen became shattered. Customer is unable to interact with the pump due to the shattered screen. Additionally, an area of the pump has a red light that flashes. Customer's blood glucose was 138 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.